Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 403 mg/dl. The customer had no symptoms. Customer's blood glucose value was 403 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on the morning of (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There was site issue with infusion set. The device settings were correct. The product was not returned for analysis.